Manufacturer narrative:
The manufacturer of the device is unknown, the event is conservatively being reported. Article citation: atx-101 (deoxycholic acid injection) for paradoxical adipose hyperplasia secondary to cryolipolysis, chloe e. Ward, md (ward 2018). Paradoxical adipose hyperplasia is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article, "furthermore, a clinically meaningful reduction in abdominal adipose hyperplasia was achieved using atx-101. Despite the development of pah following cryolipolysis treatments in the area 116 weeks prior, both the patient and physician were extremely satisfied by the lower abdominal volume reduction following 3 subsequent treatments with atx-101 injections."

Event description:
Per allergan medical safety, "there is in fact no real report that would qualify as an identifiable case regarding paradoxical adipose hyperplasia (pah/ph) or any adverse event related to coolsculpting treatment."

Manufacturer narrative:
Per allergan medical safety, "there is in fact no real report that would qualify as an identifiable case regarding paradoxical adipose hyperplasia (pah/ph) or any adverse event related to coolsculpting treatment."